Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: please clarify, what broke: by introducing the clamp (forcep) by the trocar this broke. The clamp and apparently the inner wall of the liner (trocar) showed abnormalities.

Event description:
It was reported that during a gastric bypass procedure, this input had anomalies. When inserting the forceps through the trocar. The forcep and trocar broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.